Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a display issue. The reporter stated that the display screen was scratched and difficult to read. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the outer display lens was scratched. The display was fully functional and readable. Opened pump and removed from case. No scratches on inner display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.